Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. The device was able to be interrogated using the wand so the physician sutured the pocket. After the pocket was sutured, telemetry was lost again and the device was explanted and replaced. After the device was replaced, the issue was resolved. There were no patient consequences.

Manufacturer narrative:
The reported event of communication anomaly was confirmed in the lab. Final analysis found the bluetooth anomaly occurred after the high voltage capacitor dump. The device hybrid was sent for further testing and found components that were damaged from electrical and thermal overstress. The issue was not related to the hybrid manufacturing. The cause of the field event is consistent with a hybrid anomaly. As a result of this finding, abbott is performing further investigation. Correction h6 health effect-impact code should have been prolonged surgery rather than additional surgery. Correction h1 should have been malfunction rather than serious injury.

Event description:
A correction received notes that the device was not implanted and an additional surgery had not occurred.